Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing confirmed the locking mechanism was functional. The engagement between the ratchet teeth was reduced when the unit was ratcheted. It is likely that ratchet teeth were worn due to normal use over time, which would cause reduced engagement of the locking mechanism. It is likely the event unit had been used multiple times prior to the complainant's experience. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown - the doctor mentioned to the instrument specialist that when the insert is attached to the jaw it is difficult for the clamp to maintain clapped in the locked position. The doctor used the a0c02 inserts. Applied medical received additional information on march 14,2017 from the customer via phone: the customer has confirmed that when the jaw is clamped closed it would easily unclasp. If the handle were to be tapped the clamp would release. Prevac steam was used to sterilization. Additional cers created (B)(4). Type of intervention: unk. Patient status: the caller was not informed of any patient injury.